Manufacturer narrative:
A critical error in the control disconnect caused a delay in patient care, due to a temporary communication interruption between the base and reconstruction computers. Connections were reseated, and the system power was cycled multiple times. Several test scans, including air calibration and quality assurance scans, were completed successfully with no further errors. No harm to the patient or users.

Event description:
A critical error for the control disconnect caused a delay in the patient care.